Event description:
The following is from the article published in the journal of catheterization and cardiovascular interventions, device closure of large atrial septal defects requiring devices greater than or equal to 20mm in small children weighing greater than 20kg. In one patient the device placement was found to be satisfactory on echocardiography and fluoroscopy prior to release. However, at the time of unscrewing the device from the cable there was malpositioning of the device with prolapse into the right atrium. Surgical intervention was required for the device removal with concomitant closure of the asd. Another patient developed second degree 2:1 av block that was noted 24 hours after the procedure. The patient was treated with oral steriods and nonsteriodal antiinflammatory agents. The patient remained hemodynamically stable and established a 1:1 conduction within 48 hours. Additional information has been requested from the author of this article, including implanting physician's name, date of event, catheterization lab report detailing the equipment used (device info, guidewires, delivery systems, etc.), operative report, and a copy of the imaging, including echocardiograms (pre-procedure, implant, post-procedure). Should additional information become available, a supplemental report will be filed.